Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch #472c89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage and with anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 472c89, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 2. Could you please provide more details for "device misfired." 3. Where within the gap setting scale was the orange indicator prior to firing? 4. What confirmation was received that the device was fully fired? 5. Did the device staple? 6. Was the staple line complete? 7. Were there any staples missing from the staple line? 8. What was the shape of the staples (b-formation, irregular, legs straight)? 9. Were the staples deployed into the tissue? 10. Were the staples seen in the surgical field? 11. Did the device cut? 12. Was the cut line fully circumferential around the target tissue? 13. If the device fully cut, were both tissue donuts present? 14. If the device fully cut, were both donuts complete? 15. How many counter-clockwise revolutions were used to open the device? 16. How was it confirmed that the anvil was free from the tissue prior to removing? 17. After firing was the adjusting knob turned ½ to ¾ revolutions? 18. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 19. Who fired the device? 20. Who removed the device? 21. Was the safety reset prior to removal? 22. What was the users experience with the device? 23. Could you please clarify if there were any patient consequences? 24. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during the unknown procedure the device misfired. Rep did not have any other information to provide.